Event description:
It was reported that the physician was unable to establish telemetry due to the patient's obesity. It was also reported that they were unable to palpate the device, which is located in the patient's abdomen. At one point, telemetry was established but was quickly lost. Follow up determined that they were able to eventually interrogate the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: fr995-27 tissue valve 2012 (B)(6). (B)(4).